Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No information was obtained despite good faith efforts.